Manufacturer narrative:
Initial.

Event description:
It was reported that the user had questions about proper meal announcements after completing an ilet replacement setup and noted a blood glucose value of 220 mg/dl trending downward; troubleshooting and education on best practices for starting the ilet and timing of meal announcements were provided, and the device was noted to be in its initial learning period. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.